Event description:
The customer reported to olympus, the oes bronchofiberscope was dented. The device was returned for evaluation and an additional reportable malfunction was found. During the device evaluation, the image guide (ig) serpentine disappeared. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the indication on connecting tube had a disappeared area. Based on the results of the investigation, physical stress was applied to the device during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the adhesive bending section cover had chipped. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. The forceps, channel cleaning brush cannot be inserted smoothly due to damage on channel tube. The angulation lever was cracked. The bending tube had was dented. The connecting tube was dented and buckled. The image guide (ig) had significant breakages. The lg was scratched. The universal cord was scratched and dented. The up down (ud) plate, grip, control unit, and eyepiece were scratched. Olympus will continue to monitor field performance for this device.